Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmitter(s) model: ni, sn: ni.

Event description:
The biomedical engineer reported that when they were viewing the host 1k server window, they noticed that there was an unknown message displayed on the host 1k server "master and time synch is off" and that the time for the devices was incorrect. Additional impact was that the hl7 server could not send vitals back to the emr. Also, all telemetry transmitters on multiple floors when monitored at the central nurse's station (cns), were seen as "communication loss" in the telemetry room. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that a "master and time synch is off" error message was displaying in the host 1k server window when trying to view it, and that the current time on the devices was incorrect. As a result, the hl7 server could not send vitals back to the emr, and all telemetry transmitters were showing comm loss at the central nurse's station (cns) across multiple floors. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that a "master and time synch is off" error message was displaying in the host 1k server window when trying to view it, and that the current time on the devices was incorrect. As a result, the hl7 server could not send vitals back to the emr, and all telemetry transmitters were showing comm loss at the central nurse's station (cns) across multiple floors. No patient harm was reported. Investigation summary: nihon kohden (nk) was able to confirm the reported complaints were due to user related errors, due to incorrect settings/configuration of the system, network, and the server. Technical support (ts) provided the customer with education and guidance to resolve the issues. The cits team reached out to the customer to provide education and guidance related to the secondary issue. A definitive root cause could not be determined. However, based on the available information, it is highly likely the issues were due to user related errors, from incorrect settings / configuration of the system, network, and the server. App advisory error messages are typically due to, but are not limited to, user related setup / installation errors and/or software / network / connectivity / environmental / it issues, software, or file corruption, (typically due to user related errors, power surges, power issues, or power outages), and/or damage to the device or its components. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: d1 brand name d4 model number. Catalog number. Serial number. UDI number. D10 g4 PMA / 510k number. H4 device manufacture date. Attempt #1 10/29/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient and device information as requested. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmitters: model: ni. Sn: ni.